Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed "burns" under the therapy pads that turned into blisters. No report that the blisters were open or weeping. Patient mentioned being allergic to metals. The patient was given a prescription of silvadene cream from her physician. Physician also recommended taking the device off when she is with people to air out her skin. The irritation improved after following the doctor's recommendations.